Manufacturer narrative:
Additoinal info: the first ¿22mm of driver has broken off. The fracture is consistent with overload. It has been identified that the slots have been orientated incorrectly from the supplier. The incorrect orientation has shown to cause the shaft to fail at a lower torque spec.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver shaft broke during set screw break off. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.